Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of multipack lot 15050430 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No non-conformance records were issued for this lot. No excursions were found for lot 15050430. Jl4 dx catheters for packs lot 15050427 was reviewed. It was observed during review of lot 15050427 that no non-conformance was generated, and no incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. 6fr infiniti body/tip/hub lots 15048962 and 15048963 were reviewed. It was observed during review of these lots that no non-conformance was generated, and no incidents were noted that could be potentially related to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. The molding machine parameters were reviewed and no anomalies were found.

Event description:
The report received from the affiliate indicated that while preparing for a diagnostic cardiac catheterization, when the physician removed the 6 fr jl4 diagnostic catheter from the packaging, the luer hub separated from the catheter shaft. There was no reported patient injury. There was no damage noted to the packaging upon inspection prior to opening. The product was not clinically used in the patient. Another catheter was used to complete the procedure successfully. The product was not re-sterilized. No additional information is available.

Manufacturer narrative:
While removing the 6fr. Infiniti jl4 diagnostic catheter from its packaging, the luer hub separated from the catheter shaft. The product was not used and no patient injury occurred. The packaging was not damaged and the unit had not been reprocessed. Another catheter was used to complete the procedure successfully. The product was not re-sterilized. No unusual handling was reported. The complaint was confirmed; the luer hub separation appears to be related to the manufacturing process of the product. During a previous investigation, it was determined the accumulated material in the work station where the catheters are flared could be a root cause for this type of issue; it was possible for the operator in the flare work station to mix the flared material with non flared material. The cause was eliminated when individual containers were placed on the flare work station to separate the flared material from the non flared material. The improvement was documented in the mwi. No separation defects of this type have been found since the corrective actions were implemented. The complaint unit was manufactured prior to the implementation of corrective action. No additional actions will be taken at this time. One non-sterile infiniti catheter was received separated in two pieces. The two segments are the hub- strain relief section (5cm long) and the body (102cm long). The edge of the body piece does not appear to be flared. No other anomalies were observed with the unaided eye. Microscopic analysis confirmed that the edge of the body piece was not flared. During dimensional analysis, the diameter of the pieces was measured and all dimensions were within specifications. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No nonconformance records were issued for this lot and no excursions were found. The molding machine parameters were reviewed and no anomalies were found.